Event description:
Consumer called with accuracy concerns. Comparing the readings from their plink to another meter (competitor). Analysis run on clark error grid using competitive reading (125) as ref. Point vs. Bd readings (359) yielded data points in the c range of the grid, outside of acceptable limits.